Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is the surgeon¿s experience with this device? Can more information be provided on the difficulties assembling the device? Was the device also difficult to fire? Were there difficulties opening and removing the device? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Was a leak test performed? If so, what type and what was the result? How was the postoperative leak identified? What was observed at the site of the leak upon reoperation? Was the leak confirmed to be from the tlc staple line? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed in the reoperation? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, when assembling the stapler the surgery identified certain difficulty in item assembly and the trigger button was not aligning. He continued the shot but found it difficult even in the blade return. The clip line was observed and since they were apparently okay the procedure was completed and the material was discarded. After five days of procedure the patient needed to be reoperated due to a distal opening. The patient was hospitalized or had a prolonged hospital stay.

Manufacturer narrative:
Product complaint # (B)(4). Photo evaluation summary: upon visual inspection of one photo, the following was observed: the photo shows tissue from top view and ooze is noted. Based on the photo alone the event described cannot be confirmed.